Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the dilator was being introduced to the vizigo¿ sheath, the white portion of the hemostatic valve broke and popped out. The white diaphragm for the hemostatic valve broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal nor medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was none. The vizigo¿ sheath was replaced, and the issue was resolved, and the case continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 05-sep-2022. The device evaluation was completed on 01-oct-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the dilator was being introduced to the vizigo¿ sheath, the white portion of the hemostatic valve broke and popped out. The white diaphragm for the hemostatic valve broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal nor medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was none. The vizigo¿ sheath was replaced, and the issue was resolved, and the case continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record (DHR) evaluation was performed for lot 50000153 and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)